Manufacturer narrative:
H3) a medtronic representative went to the site to test the equipment. Testing revealed that the ias will not power on. The power enclosure and power tray were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power enclosure and power tray were returned to medtronic, however, analysis has not been completed at the time of filing. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 2 : s/n(B)(6) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000195, serial/lot # (B)(6) : s/n (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the power conversion was returned to the manufacturer for analysis. Functional testing determined that confirm reported complaint,"there was a loud pop from the gantry and now the ias is off." Visual inspections shows components c130, c-131, c9 and c10 are electrically over stressed. Faulty power conversion assembly. Codes associated with the power conversion: fdr 120, fdc 4307 h3: the power tray was returned to the manufacturer for analysis. Functional testing determined that confirm reported complaint,"there was a loud pop from the gantry and now the ias is off." One of the two fuses in the power tray was returned, the one that was returned was blown. Install two good fuses in the power tray and install power tray into test system c1396. The system powered on, readied and functioned as expected multiple times. Several 2d and 3d images were successful. No issue powering up or shutting down the system. Codes associated with the power tray: fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that there was a loud pop from the gantry and the image acquisition system (ias) turned off. The gantry shows the batteries as charging but they cannot power it back on. The site performed a manual open to move the imaging system from around the patient. The site had to abort imaging and navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.